Manufacturer narrative:
A replacement was sent to the customer.

Event description:
A customer contacted beckman coulter inc. (Bci) in regards to no-foam leaked from the slit on the bottle. No injury was reported.